Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the pump using an alcohol wipe, but reloading the same cartridge did not resolve the issue. The customer proceeded to fill a new cartridge and resumed insulin delivery, while technical support arranged for a replacement cartridge and closed the case.